Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After engaging the lesion with a 6f non-bsc guide catheter, pre-dilation was performed with emerge and nc emerge balloon catheter. A 24x2.50mm promus premier drug-eluting stent was advanced but failed to cross a previously placed non-bsc stent in the right coronary artery. On the second attempt, a buddy wire with two non-bsc guide wires were advanced but it was still unable to cross and the proximal end of the stent was frayed after withdrawing the stent three times. The procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 24 x 2.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage, with stent struts lifted, pulled distally and overlapping. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found a shaft polymer extrusion kink, including corewire kink, located 117.5cm distal to distal strain relief. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After engaging the lesion with a 6f non-bsc guide catheter, pre-dilation was performed with emerge and nc emerge balloon catheter. A 24x2.50mm promus premier drug-eluting stent was advanced but failed to cross a previously placed non-bsc stent in the right coronary artery. On the second attempt, a buddy wire with two non-bsc guide wires were advanced but it was still unable to cross and the proximal end of the stent was frayed after withdrawing the stent three times. The procedure was completed with a non-bsc stent. No patient complications were reported.